Manufacturer narrative:
Device evaluated by MFR: the liberte/veriflex catheter was received inside a liberte/veriflex shelf box that matched the information on the device. There was blood in the balloon and inflation lumen. There was a complete separation of the mid-shaft 15cm from the mid-shaft/hypotube bond. The appearance of the fractured ends of the midshaft may be consistent with separation due to tensile overload. The mid-shaft was stretched and kinked from the guidewire exit notch to the fracture site. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral percutaneous transluminal coronary angioplasty treatment procedure, a catheter shaft break occurred. Vascular access was obtained via left femoral artery with a 5fr sheath. The target lesion was located in a graft of the femoral to the tibial artery. After an amplatz guide wire crossed the target lesion, pre-dilation was done using a 4.0mm x 40mm coyote balloon catheter in 36 seconds at 10 atmospheres. After dilation using a 4.0mm x 10mm flextome cutting balloon, a 5.00mm x 20mm veriflex stent was deployed. When the physician attempted to retract the stent delivery system, it went "back out" over the wire and the catheter shaft got separated on the stent delivery balloon and the proximal portion of the device was left inside the patient. The physician retrieved the broken part with a snare and the procedure was completed. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that during a peripheral percutaneous transluminal coronary angioplasty treatment procedure, a catheter shaft break occurred. Vascular access was obtained via left femoral artery with a 5fr sheath. The target lesion was located in a graft of the femoral to the tibial artery. After an amplatz guide wire crossed the target lesion, pre-dilation was done using a 4.0mm x 40mm coyote balloon catheter in 36 seconds at 10atmospheres. After dilation using a 4.0mm x 10mm flextome cutting balloon, a 5.00mm x 20mm veriflex¿ stent was deployed. When the physician attempted to retract the stent delivery system, it went "back out" over the wire and the catheter shaft got separated on the stent delivery balloon and the proximal portion of the device was left inside the patient. The physician retrieved the broken part with a snare and the procedure was completed. No patient complications were reported and the patient's status was fine.